Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink and fracture at 10 cm from the tip. Functional testing was competed by inserting the pump into the angiojet ultra drive console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were observed, the device ran as designed. During functional testing there was a leak at the male luer connector and the shaft fracture/kink at 10 cm from the tip. The console did not alarm during functional testing. Inspection of the remainder of the device revealed no other damage.

Event description:
It was reported that the tip was fractured. The target lesion was located in the iliac and femoral veins. An angeiojet zelante catheter was selected for thrombectomy procedure. However, during the procedure, the system alerted a saline error message and found the front part of the catheter was fractured when withdrawn from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the device did not break into two pieces, however a water was found leaking from the tip of the catheter. There was a slight pressure when the device withdrawn from the patient's body.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the tip was fractured. The target lesion was located in the iliac and femoral veins. An angeiojet zelante catheter was selected for thrombectomy procedure. However, during the procedure, the system alerted a saline error message and found the front part of the catheter was fractured when withdrawn from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.